Event description:
Edwards received notification that a 27mm mitral valve was explanted after an implant duration of 4 years and 3 months due to calcific degeneration with severe adhesions leading to severe regurgitation and moderate-severe stenosis. As per medical opinion, there were not any patient factors/comorbidities that might have contributed to this early degeneration. As per product evaluation, host tissue overgrowth and thickened and swollen leaflets were also observed. Additionally, suture tracks indentations were observed on the leaflets near to commissures indicating suture loops. A 27mm valve was implanted successfully in replacement. The patient was noted to be discharged to further cardiac rehabilitation on pod #12.

Manufacturer narrative:
H3: product evaluation customer reports of calcific degeneration and stenosis were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed suture loops and rolled leaflet. X-ray demonstrated wireform intact, moderate calcification along the free margin of leaflet 2, and calcification nodules on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­10mm on leaflet 3 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. The free margin of leaflet 2 near commissure 2 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Suture track indentations were observed on the free margins of leaflets 1 and 3 near commissure 1, indicating that the suture was looped around commissure 1. Suture track indentations were observed on the free margins of leaflets 2 and 3 near commissure 3, indicating that the suture was looped around commissure 3. All three leaflets were thickened and swollen near the commissures. Sewing ring was cut around leaflet 2. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, surgical/percutaneous intervention may be indicated or required.

Event description:
Edwards received notification that a 27mm mitral valve was explanted after an implant duration of 4 years and 3 months due to pannus formation, calcific degeneration, leading to severe regurgitation and moderate-severe stenosis. Another 27mm valve was implanted successfully in replacement. The patient was noted to be discharged to further cardiac rehabilitation on pod #12. As per product evaluation, host tissue overgrowth and thickened and swollen leaflets were observed. Additionally, suture tracks indentations were observed on the leaflets near to commissures indicating suture loops. As per medical opinion, there were not any patient factors / comorbidities that might have contributed to this early degeneration. The valve holder was used without difficulties. There was not any leaflet issue observed after valve implantation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 per new information received.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm mitral valve was explanted after an implant duration of 4 years and 3 months due to bioprosthesis calcific degeneration with severe adhesions leading to severe regurgitation and moderate-severe stenosis. As reported, there were no patient factors/comorbidities that might have contributed to the early degeneration. Another 27mm valve was implanted successfully in replacement. The patient was noted to be discharged to further cardiac rehabilitation on pod+12.